Event description:
It has been reported to co that during the procedure this device was defective. Reportedly, failing to draw up contrast. The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.